Event description:
On (B) (6) 2010, the pt's wife reported that earlier today the pt had an elevated blood glucose reading of 300 mg/dl as a result of insulin leaking from his infusion headset. She stated this has happened several times over the past 2-3 months. She said he has no symptoms and treats himself by changing the infusion set and giving a corrective bolus of insulin. She stated the luer lock is not cracked or leaking and the connection and tubing is secure. Proper site rotation was discussed and a complimentary guide to infusion site management was sent. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.